Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2011, inratio: 3.5; reference: 2.7. Pt brought her meter into the doctor's office. Testing performed using the pt's strip lot (243699) and meter vs the office strip lot (226219) and office meter. The nurse then retested using the office strip lot on the pt's meter and office meter with the following results: inr = 3.3 on pt meter. Inr = 1.8 on office meter. The nurse described her procedure. She said she wiped the first drop of blood for every test she does. She also said she used the same fingerstick to do meter to meter correlations and places the finger on the strip. The nurse then tested again using a different fingerstick for each test with the following results; error 134 on pt's meter. Inr = 3.8 on office meter.

Manufacturer narrative:
The model number for the pt's strips is 100071 lot 243699. The model number for the office strips is 100139 lot 226219. Investigation pending.